Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation of serious or permanent harm or injury. During the evaluation of the device, the service centre visually inspected the device and found evidence of foam degradation and foam particles were visible. In addition to the above findings, the device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Additional information was received about the allegation of eye irritation, kidney disease/toxicity, cancer, breast. In box e, initial reporter details was updated. In box b, adverse event/product problem, outcomes attributed to ae was corrected to other. In box h, type of reported complaint was changed from product problem to serious injury. In box h, patient outcome code, health effect- impact code has been updated.